Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a pulse generator change out, the right atrial lead exhibited low impedance. The lead appeared to be damage, crushed and kinked inside the lead. The physician decided to reconnect the lead and complete the procedure and program the device to vvir. The patient's condition was good one day post implant.